Manufacturer narrative:
Correction: h1 to n/a. Arthrex previously submitted this event as a reportable malfunction out of an abundance of caution. Upon further review and evaluation of associated risk documentation, it has been determined that this event does not meet the criteria of a reportable event under 21 cfr 803. Complaint allegation is confirmed. One unpackaged ar-9620-30d 30 mm drill lot number: 25672218 was received for investigation. Visual evaluation noted that there was damage on the flutes of the returned device. The most likely cause for this can be attributed to misuse/mishandling due to the damage to the device. Functional testing was performed by attempting to attach an ar-9631 manual driver lot number: 04511821 to the returned ar-9620-30d 30 mm drill. It was noted that the returned device was not able to attach to the ar-9631 manual driver as intended. The most likely cause for the reported failure can be attributed to wear and tear incurred from repeated usage.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024, it was reported by a sales representative via (B)(4) that an ar-9620-30d 30 mm drill was extremely difficult to remove from the drill shaft. They were unable to attach the drill to any available drill/reamer shaft. There was no patient in the room when this was found.